Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. The patient entered bg meter values into the cgm system during periods of signal loss. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 08/15/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.